Event description:
This report from the (B)(6) regarding a (B)(6) old female with a history of ewing sarcoma of the right femur in 1993 which was treated with chemotherapy (endoxan, adriamycine, doxorubicine, adriblastine, vincristine, actinomycin d) and radiotherapy. In (B)(6) 2013, she received osigraft/op-1 implant for femur consolidation. Postoperatively, she developed a wound infection which was positive for pseudomonas stuzeri and was treated with bactrim (trimethoprim/sulfamethoxazole) and ciflox (ciprofloxacin). On (B)(6) 2014, she experienced the onset of a cough, dyspnea, and fever. On (B)(6) 2014, the pt was hospitalized with severe hypoxia, a chest x-ray shoed interstitial lung disease. An initial scan showed frosted glass image and a scan on (B)(6) 2014 showed a trend to fibrotic evolution. The pt was started on corticosteroids and then experienced a collapsed lung and intubation on (B)(6) 2014, followed by extra corporal membrane oxygenation on (B)(6)2014. Diagnoses included interstitial lung disease and idiopathic pulmonary fibrosis. The reporter did not provided an assessment of seriousness ans relatedness. The MFR's medical reviewer assessed this case as serious and not related to the use of osigraft/op-1 implant. No further information is available regarding this report.